Manufacturer narrative:
An analysis was performed on the pictures that were provided by the customer. According to the pictures, it was observed that the hemostatic valve was detached from the hub and the friction ring of the device. No other damages or anomalies were observed. The customer complaint was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. Device evaluation summary was completed on 7/28/2020: the returned device was visually inspected and the visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to this condition, the vizigo sheath was occluded and unable to be advanced through the end of the sheath. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the hub on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was damaged. The hemostatic valve did not break into two or more separate pieces and did not become detached. They saw a white material moving forward in the hub. The event occurred before the sheath was used on the patient. The sheath was replaced and the procedure was continued. There was no report of patient consequence. The issue reported was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on july 28, 2020 that the device was returned in the condition reported as the hemostatic valve appeared dislodged inside of hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains assessed as a reportable issue.